Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 their receiver would not turn on. There was no report of any injury or medical intervention. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The customer complaint was confirmed during log review. A root cause could not be determined. No additional event or patient information is available.